Manufacturer narrative:
Batch review performed by medacta regualtory affairs department on 24 march 2020: lot 175235: (B)(4) items manufactured and released on 29-dec-2017. Expiration date: 2022-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in after 6 month from the primary surgery reporting pain due to a ruptured patella tendon. The cause of the ruptured patella tendon is unknown. The surgeon revised the medacta sphere insert flex left 17mm s1 with a medacta sphere insert flex left 20mm s1. The surgery was completed successfully..